Manufacturer narrative:
Na.

Event description:
The surgeon was performing a tilink-p (posterior) 25mm procedure and after the screw was implanted, they noticed in the outer oblique x-ray that the anchor was splayed outward. From the images, they are unable to identify and confirm if the anchor is bent or broken. However the surgery was sucessfully completed.